Event description:
It was reported that during the surgery, one of the drill bits broke, and the tip of the drill has been left in the pt in the glenoid.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.